Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 5.0mmx100mmx150cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at around 6 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications nor injuries reported.